Manufacturer narrative:
The reported event of no output was confirmed. The device was received with no output and no telemetry communication. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery voltage was found at near elective-replacement level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
The patient arrived at the emergency room showing symptoms of dizziness due to a heart rate of 30 beats per minute due to a loss of pacing. The event was resolved by explanting and replacing the device. The patient was in stable condition.